Manufacturer narrative:
The device is planned to be returned to olympus medical systems (B)(6) private limited (omsi) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device failed to boot when the camera was switched on. The power indicator was lit up, but the touch panel was black. An olympus field service engineer tried booting the device with and without the camera head connected to the device, but encountered the same issue. In addition, when the device was turned on, the touch panel went black and the color bar appeared on the monitor screen. There was no report of patient injury associated with the event.